Event description:
The customer reported vacuum issues during set-up of their system. The facility was able to complete the first two planned procedures of the day. This incident happened during set up for the third procedure. Two subsequent cases were cancelled. There was no patient injury.

Manufacturer narrative:
The system was checked by a service representative and the unit met specifications. No problem was found with the unit or cassettes. The root cause of the reported vacuum issue during set-up is unk and cannot be determined. A review of complaint, service, and manufacturing history data for the system indicates that there has been no additional complaints, service requests, or prrs (preliminary review records) similar to the reported event. This report mailed in to FDA on: 10/25/2007.